Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously false positive beta human chorionic gonadotropin (bhcg) result above the normal reference range for one patient generated by unicel dxi 600 access 2 immunoassay analyzer. The result was reported out of the laboratory and questioned by the physician. The original sample was retested and lower result within the normal reference range was obtained. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
Sample information is not available. Per customer, bhcg qc recovered within range. Service was not dispatched a clear root cause can be determined for this event.